Manufacturer narrative:
(B)(4). In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise patient safety. Do no rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor was not providing sound. No patient harm was reported.